Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button tactile change issue. The "ok" button is sticking and requires multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects with no visible damage to the keypad. Investigation revealed that the ¿ok¿ and ¿down¿ buttons were responding intermittently while the ¿up¿ and contrast buttons were responding properly. Upon removal of the rubber keypad, contamination was found under all the button contacts and the ¿ok¿ button contact was inverted.